Event description:
It was reported that the sponge was coming out of the minicap. The caller stated the packing was not damaged before it was opened. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Manufacture date -- 9/11/14-9/18/14. The device and a companion sample was returned and an evaluation was completed. The actual device was inspected visually with no defects detected. Functional testing including underwater pressure test were performed on the companion sample with no issues detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant additional information become available, a supplemental report will be submitted.